Event description:
A clinical dir reported that the sys shut down on its own multiple times before surgical procedures. There was no pt involvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).